Event description:
According to the reporter, during a laparoscopic bariatric surgery, the stapler stopped firing preceding one successful fire leaving a staple line incomplete. The green button is pressed but the handle could not be squeezed. Another stapler is used to continue the procedure. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.